Manufacturer narrative:
Device analysis report is attached. This report is submitted on may 22, 2024.

Manufacturer narrative:
This report is submitted on june 19, 2019.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 due to an extrusion of the electrode lead into the external auditory canal. The patient has not been reimplanted with a new device as of this report on june 18 2019.